Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line error. Air in line messages were verified through a review of the event history log and found to be caused by a failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete.  Idea testing found "upstream occlusion". Evaluation was unable to reproduce error with pump run at 400ml/15min. Evaluation determined the assignable root cause to be a(n) failing ultrasonic sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant false air in line alarm. There was no patient involvement. No additional information is available.